Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was noted that the rv lead exhibited thresholds that dramatically increased to high levels, undersensing and a loss of capture. The lead was explanted and replaced. It was also reported that the implantable pulse generator (ipg) battery was depleting prematurely. The ipg remains implanted. No patient complications have been reported as a result of this event.